Event description:
The hcp reported that the pump was explanted and replaced due to battery depletion and loss of drug effect. The implant duration was 76 months. A dye study was performed and was inconclusive; the catheter was patent. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 900 mcg/day. Final patient outcome was not reported.

Manufacturer narrative:
H6- the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.